Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that a replacement ilet generated multiple power regulation alerts, including host 5v over/under voltage, vbuck boost over/under voltage, and vboost 5v over/under voltage, which persisted despite guided restarts and a factory reset; another replacement was arranged. Symptoms included no reported injury or adverse clinical effects. Outcomes included device replacement. Investigation included customer service troubleshooting and attempts to resolve via device restart and factory reset. Investigation of this case revealed a persistent power subsystem malfunction associated with vbuck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.